Manufacturer narrative:
The customer technical specialist (cts) contacted the customer and customer confirmed that they changed the sample and reagent syringe as well and completed quality control with no issue. The analyzer resumed to normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer stated that erroneous erratic patient results generated for multiple analytes on system au480 clinical chemistry analyzer. There was no indication of patient treatment impacted. Customer stated that they repeated patient samples on another analyzer and obtained results considered normal by customer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.